Manufacturer narrative:
Concomitant medical products: 419488, lead, implanted: (B)(6) 2005; dtbb1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing syncope. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.